Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and electrohydraulic lithotripter (ehl) procedure performed on (B)(6) 2022. During procedure, the spyscope ds ii was introduced inside the common bile duct (cbd) the image became hazy and vague then suddenly stopped working. A second spyscope ds ii was used, and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheter that were used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and electrohydraulic lithotripter (ehl) procedure performed on (B)(6) 2022. During procedure, the spyscope ds ii was introduced inside the common bile duct (cbd) the image became hazy and vague then suddenly stopped working. A second spyscope ds ii was used, and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted elevator marks were on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal cap. No camera wire damage was observed in the pebax region proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen near the plastic optic fibers (pof). Visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted, and saline was inserted into the device enough to reach the handle. No changes to image were seen after insertion of saline. A live image was constant throughout testing. The reported complaint was not confirmed. During product analysis, a live image was seen upon insertion of the device and there were no changes to the live image during testing. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.